Manufacturer narrative:
Corrected fields: b5 describe event or problem. H6 impact codes.

Event description:
It was reported that this lead was revised due to it became dislodged four days after the implant. The dislodgement was confirmed through x-rays. The lead was successfully repositioned. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was explanted due to it became dislodged four days after the implant. The dislodgement was confirmed through x-rays. A new lead was successfully implanted. No additional adverse patient effects were reported.